Event description:
Head of the toothbrush separated- oral-b [device breakage] . Case narrative: consumer's parent emailed stating the toothbrush heads separated during brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.